Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and c.r. Bard align were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to urethral hypermobility.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence. It was reported that post insertion patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary, bowel, and neuromuscular problems.(B)(4).